Manufacturer narrative:
Device evaluated by MFR.: the complaint device was received for analysis. A visual examination of the returned device confirmed that the balloon was unfolded had been subjected to positive pressure and deflated. The returned device was attached to an encore inflation unit and positive pressure was applied when liquid was seen escaping from a balloon pinhole leak approximately 56mm distal to the distal edge of the proximal markerband. A visual and microscopic examination identified no issues with the balloon material that could have contributed to the complaint incident. A visual and microscopic examination found no issue with the markerbands or tip of the device which could have contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were noted. A review of the manufacturing documentation found that all devices shipped from the batch conformed to the preventive measures/current controls as per the product specification. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and severely calcified superficial femoral artery (sfa). A 6.0 x 150, 135cm mustang¿ balloon catheter was advanced for pre-dilatation; however, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with another 6.0 x 150, 135cm mustang¿ balloon catheter. No patient complications nor injury were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and severely calcified superficial femoral artery (sfa). A 6.0 x 150, 135cm mustang balloon catheter was advanced for pre-dilatation; however, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with another 6.0 x 150, 135cm mustang balloon catheter. No patient complications nor injury were reported.